Event description:
Boston scientific received information that the patient seeing puffs of smoke come from under her communicator. The company representative advised the health care professional to have patient immediately unplug communicator. No adverse patients effect reported. The communicator remains in service.